Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the power module device had a loose fixation, the motor was worn, and unintended motion. Therefore, the reported condition that the device was making a strange noise was confirmed. The assignable root cause of this condition was determined to be traced to component damage due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the power module had a loose fixation, the motor was worn, the device did not function, would not charge, and had unintended activation/motion. It was further determined that the device failed pretest for check position of the motor shaft, check motor shaft abrasion and free movement, check information button and self-test, charging and checking of the power module in the universal battery charger, check for unintended motion with the handpiece, and functional test. It was noted in the service order that the device was making a strange noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.